Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose, with a low of 69 mg/dl followed by a high of 392 mg/dl after overcorrecting the low and then delivering a 5-unit subcutaneous insulin injection while using the ilet system; the user was advised to pause insulin delivery for two hours after the injection to reduce hypoglycemia risk, and education was provided on avoiding additional meal announcements for correction because the system correction algorithm was active. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute effects. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included a review of user-reported history and troubleshooting with education on appropriate use of the system¿s correction algorithm and pump disconnection after manual injections. Investigation of this case revealed no device malfunction and suggested glucose excursions were associated with user overcorrection of hypoglycemia and subsequent manual insulin administration while on automated therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management factors rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.